Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia, asystole and syncope. It was noted that the his lead exhibited elevated pacing thresholds. Patient was admitted to hospital. His lead remains in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.